Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a surgical procedure at the user facility, the housing broke at the weld. The housing fell from the handpiece into the sterile field. The housing desoldering could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Event description:
It was reported that during a surgical procedure at the user facility, the housing broke at the weld. The housing fell from the handpiece into the sterile field. The housing desoldering could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.